Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that while using a precision device the sheath would not flush in the patient. The sheath was removed and another hole was noticed where saline was spraying out. They used another precision and it worked fine. The patient was reported to be fine. The procedure outcome was a success. Additional information was received on 8/24/2018: the procedure was a pedal case. The saline was spraying through a sheath. Additional information was received on 8/27/2018: there was a tiny hole on the lateral portion of the sheath.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.